Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would crash. The programmer passed incoming testing. It was indicated that the power cord bay was broken and that the printer drawer and two hinge plate screws were missing. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashes. The programmer was returned for service. No patient complications have been reported as a result of this event.